Manufacturer narrative:
Based on the information provided at this time, no definitive conclusions can be made. A lot number was not able to be provided, therefore a review of the manufacturing records is not possible. Adhesions and infection are both known inherent risks of surgery and are listed in the adverse reaction section of the IFU as possible complications. The warning section states, if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the prosthesis. An unresolved infection may require removal of the prosthesis. If additional information is obtained, a supplemental MDR will be sent. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was reported to davol: it is reported that on (B)(6) 2015 the patient was implanted with a ventralight st w/ echo hernia patch for the repair of a ventral hernia. It is reported that one week post implant the patient presented with skin changes and then went on to developed cellulitis. Reportedly, a CT showed a fluid collection between the mesh and abdominal wall to the left of midline. This was percutaneously drained. Cultures showed no infection. On (B)(6) 2015 the patient underwent explant of the patch. It was reported that the right half of the mesh was well incorporated, while the left side had minimal incorporation and had adhered to the bowel. Doctor said culture of the mesh found for e-coli, and believes the ecoli may have been introduced during the fluid drainage procedure. Also at time of explant it was confirmed that there was no bowel injury/contamination.